Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2016. The revision surgery occurred because the femoral head dislocating from the bipolar head in the patient. During the revision, the original omni bipolar head size 45mm x 28mm was revised to a new component of the same size.